Event description:
It was reported that the user experienced recurrent low and high glucose events while using the ilet system and attempted to reduce insulin delivery by routinely announcing smaller-than-actual meals or announcing snacks under 15 g as meals, which led to overcorrection and glycemic variability; a factory reset was performed and comprehensive user education on meal announcements, meal size, and snack handling was provided, including review of charts to establish a schedule, and oral glucose was used for treatment. Symptoms included a low of 54mg/dl and high of 309 mg/dl blood glucose. Outcomes included no long-term impairment. Investigation included review of usage data, troubleshooting, and user counseling on correct meal announcement practices. Investigation of this case revealed use error related to incorrect meal size announcements and inappropriate snack announcements, which contributed to excess insulin dosing followed by overtreatment with carbohydrates. It was concluded, based on previously established findings for similar reports, that the cause was user error with inadequate adherence to meal announcement guidelines, mitigated by education and device reset.